Manufacturer narrative:
Section b5: additional information. Section d4: additional information. Section d10: correction. Section h3,4: additional information. Manufacturer's investigation conclusion: although the reported pump stop event was confirmed through the analysis of the submitted log files, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. In addition, the analysis of the submitted log files also confirmed a single low flow hazard alarm, however a specific cause could not be determined. The submitted log file contained data from (B)(6) 2019 through (B)(6) 2019. It was noted that a single, transient low flow hazard alarm was noted on (B)(6) 2019 when the estimated flow dropped below the 2.5 lpm alarm threshold. A pump stop event was observed on (B)(6) 2019 while the patient was supported by the mpu. It was noted that the patient received a driveline repair on (B)(6) 2019 and the data captured were consistent with the repair. Following the driveline repair, the remainder of the file showed that the pump speed remained above the low speed limit and the system appeared to function as intended. Based on our complaint history and similarly reported events, the event captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2019 under work order 00069380 and approximately 20.5¿ of the external portion of the driveline was returned for evaluation. The pins of the metal connector appeared free from deformation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Rescue tape was observed approximately at 0.5 to 5 inches from the metal connector. Removal of the rescue tape revealed damage to the outer silicone jacket. Upon removal of the outer silicone jacket, the bionate layer had discoloration but no damage was observed. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline; however, severe breakdown of the metal braided shield was observed at approximately 2 to 3¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, no issues were noted after the patient was back on the grounded patient cable. The account also submitted an additional log file, which did not capture any additional pump stop events. The account communicated that they did not have a cause for the isolated low flow event. The patient remains ongoing on vad support at home. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that external percutaneous lead repair was performed on (B)(6) 2019. The percutaneous lead replacement was approximately 5 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. There were no further pump stops or driveline faults noted after the repair. The pump appeared to be functioning as intended.

Manufacturer narrative:
Approximate age of device - 6 years, 0 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a red heart alarm while on mpu on (B)(6) 2019. A short-to shield event was suspected to have occurred on (B)(6) 2019. Log file analysis confirmed a pump stop on (B)(6) 2019 while connected to the mpu which appeared to be from a percutaneous lead short-to-shield issue. A short-to-shield event was confirmed on (B)(6) 2019. Patient was admitted for driveline splice.